Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer stated that the site does show sign of infections. The customer stated that the signs of infection are as follows, red and swollen with discharge. The location of infection is both legs. The customer was advised to treat blood glucose as per doctors as needed. The customer was advised to go emergency room and he went. The customer has had the infection for a week.